Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of baclofen at 160 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient's pump had been stalled for 1,092 hours and 15 minutes. The patient had a cervical MRI on (B)(6) 2020 and did not have their pump checked post-MRI. The pump had not shown a recovery until the date of the report when the pump was interrogated for the first time post-MRI. The hcp pulled out exactly what they were expecting to pull out from the pump reservoir and the patient was asymptomatic/not experiencing any withdrawals. It was noted that the patient also had an MRI on (B)(6) 2020 for their head. The logs showed a stall occurred on that day and then recovered "shortly after". It was confirmed that the mris were not done to investigate any issue with the patient's device or therapy.